Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump fell out of the customer's pocket which resulted in a cracked pump touchscreen. Pump was not functional. Customer's blood glucose was 158 mg/dl. Reportedly, customer reverted to an alternate method of insulin therapy.